Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery on an older insulin pump. The customer's blood glucose level was 502 mg/dl at the time of the incident. The customer treated their blood glucose levels with their insulin pump. The customer was assisted with connecting to their new insulin pump that they were shipped earlier in the year.